Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed. However, the reported issue could not be reproduced. The investigation results were inconclusive, and a root cause for the issue could not be identified.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide additional report source (see section g3), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during equipment testing, the transducer displayed a usacquisitionhw_0 error message which required the system to be rebooted to be able to scan again. According to the report provided by the director of cardiac imaging at the user facility, the study was completed with a different transducer and probe. It was not necessary to repeat the study as no data was lost. There was no patient or user injury reported. No additional information was provided.